Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria was met prior to the release of the batch. Additional information was requested and the following was obtained: was any portion of the target tissue stapled or cut when the device blocked? Yes. Cut but didn¿t staple. How was the procedure completed? The procedure has been completed using another device/machine. The device blocked and they replaced it immediately by another one. Was there any patient consequence as a result of the event? No. It has not been reported any incident with the patient. The following information was requested, but unavailable: if yes, were the staple line and cut line approximately equal in length? When the device blocked, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the device has blocked. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Batch # n55n7j. The analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge not loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.